Manufacturer narrative:
A patient controller communication error message displaying ¿cannot connect to generator. The generator is not responding¿ was reported to abbott. The patient had an unrelated surgery, and the device was not placed in surgery mode. Patient has been unable to connect since the surgery. The patient was met with, and the issue is resolved. The patient's therapy is restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient lost effective therapy following an unrelated surgery where the ipg was not put into surgery mode. A manufacturer representative was able to recover the ipg, thus restoring effective therapy.